Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak was unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened thus resulting in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure, the 20/30 priority pack indeflator was connected directly to the 2.0x15mm trek balloon for pre-dilatation; however, the pressure on the gauge seemed to rise very slowly to 8 atmospheres and the contrast from the inflator syringe filled the balloon very slowly. The physician tried to inflate the balloon for a long time and found some bubbles inside the balloon mixture with contrast; therefore, another 20/30 priority pack indeflator was used with the same balloon but the same issue occurred. There was no leaks noted between the hub and the balloon. Another 20/30 indeflator was used to complete the procedure and was able to inflate the same trek balloon normally. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional indeflator 20/30 device referenced in b5 is filed under a separate medwatch report number.